Event description:
It was reported that the device triggered the end of life (eol) indicator and premature battery depletion was suspected. The status of the device is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Time of rrt in save to disk on (B)(6) 2012 device rrt<=2.61 volt, and reached eol, 3 months after rrt. Weekly battery voltage trend data shows bat=2.62 to 2.61 volts between (B)(6) 2012.